Manufacturer narrative:
Qn #(B)(4). The device sample was not received by the manufacturer at the time of this report.

Event description:
The hospital reported the following incident; the catheter was cut/broken by the patient. The break is due to a simple traction. Patient suffered from a hematoma due to the traction on the catheter. Additional information has been requested, but no additional information has been submitted at the time of this report.